Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating and the pump shutting down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump 'alerts and alarms' history did not reflect accurate data despite being in use. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose level was 183 mg/dl.